Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s high blood glucose level was 400 mg/dl. The current blood glucose value was 738 mg/dl. Customer¿s current blood glucose value was 271 mg/dl. Customer had a symptom thirsty, diarrhea, fatigue and muscles hurt. The product will not return for the analysis.